Event description:
It was reported the leads had moved. The patient had a lead revision. The existing lead was replaced with a surgical cervical lead. It was also reported the patient was unable to recharge the stimulator. The patient was not able to establish good coupling during the recharging session. She was initially able to get 8 coupling bars, but quickly lost all coupling. The patient was told she could still recharge with a few coupling bars but it would not be as efficient. The patient had a good outcome post replacement surgery. The charging issue appears to be under control. The patient is satisfied.